Event description:
Surgical site infection. Cervical one laminectomy suboccipital craniotomy and duraplasty for chiari malformation correction. Procedure done by dr. (B)(6). Duraseal was used but the micromyst applicator was also used in addition. Reference report #mw5171420, #mw5171421, #mw5171422.